Event description:
The facility representative reported a colleague infusion pump that does not function. During further investigation by quality engineers found a defective/inoperable pump head module. This condition had the potential to interrupt delivery. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump that does not function was confirmed and reproduced during product evaluation. This condition was due to a defective pump head module. The pump head module was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.